Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and confirmed the leak from the vic (vacuum chamber), rbc and white blood cell (wbc) baths, which were not properly draining due to a malfunctioning check valve (cv4) at valve lv13. The fse replaced waste tubing through lv13 and check valve cv4 resolving the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported approximately 1 ml of clear fluid leaked from the red blood cell (rbc) bath of a coulter ac-t diff analyzer; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.